Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01739. The patient received a scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the patient was recently in a car accident, and since the incident, she can only feel stimulation when lying directly on the ipg site. The physician explanted and replaced the ipg and lead on (B)(6) 2011. No further patient complications have been reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.